Event description:
Information was received that a smiths medical pneupac parapac ventilator "will not turn on". No adverse effects were reported.

Manufacturer narrative:
One ventilator was returned for evaluation. Visual inspection of the device found it to be in poor condition with a damaged faceplate, missing knobs, and loose patient port. Connected 60psi oxygen and powered on device for a visual indication of power. Customer reported complaint could not be confirmed; some led's still illuminated and device noted to have cycled. Damage to internal components were noted as a result of user interface. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.